Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and normal function resumed. The patient would be monitored and the device remained implanted.